Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a saline mentor smooth round high profile 290cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018 it was reported to mentor that the date problem observed was (B)(6) 2018. The date of original implant was (B)(6) 2005. The replacement devices were saline mentor smooth round moderate plus profile 425cc breast implants. (B)(4).

Manufacturer narrative:
On 06/05/18, it was reported to mentor that the lot 5553502 was engraved on implant. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On 4/23/2019, it was reported to mentor that the affected product lot number was 5553502. On 4/24/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.3 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 5553502 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).